Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call battery out limit alarm. Customer's blood glucose level was 489 mg/dl. Customer advised they had high blood glucose levels to start the day and when they went to check on their insulin pump it had a blank display. Customer advised they replaced the battery and the device started to function properly. Customer advised a short while later the device went blank again and when they replaced the battery they received a battery out limit. Troubleshooting for the battery out limit alarm was performed. Customer was advised that a replacement battery cap would be sent out and to monitor the insulin pump. Customer declined to troubleshoot for high blood glucose levels.